Event description:
During baxter's functionality testing, a spectrum pump alarmed for a downstream occlusion when no occlusion was present. There was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter evaluated the device in question. The evaluation was unable to reproduce the false downstream occlusion alarm. Review of the event history log shows that the pump alarmed multiple times for a downstream occlusion, however it is unknown if occlusions were present. The device passed downstream occlusion testing per the spectrum preventive maintenance procedure. The pump will be recalibrated to ensure proper detection.